Event description:
It was reported pt indicated she felt weak on the upper part of her body. Pt's pump was to help with stiffness and her legs seemed to be doing okay. The pt had an x-ray and the doctor indicated that the catheter had moved up a little bit. Pt stated physician did not think this could be causing the symptoms. The pt was home and considering a second opinion. Pt noted imaging was performed and that a problem was found. At the time of this report, no further info was reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).